Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient developed redness and inflammation at the sensor site. It was unclear whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. On (B)(6) 2023 (approximate date), the patient consulted a physician at a non-dexcom visit who assessed the area, observed an infection, and prescribed an unspecified oral antibiotic medication for a course of 7 days for the infection. At the time of the report, the patient's skin was "okay". No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.